Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition, customer has improved; customer glucose level tested, 150mg/dl at the hospital.

Event description:
Customer complains meter reading is 554mg/dl. Customer states that he is experiencing frequent urination, excessive thirst, headache and sweating. Customer has not been diagnosed with diabetes before. Customer does not feel well, advised customer to seek medical attention. No other product information was provided.